Manufacturer narrative:
The cause for the discordant hbsag confirmatory result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely (B)(6) hbsag result was obtained when the customer performed advia centaur xp confirmatory testing. Testing was repeated for the patient sample. The result was initial (B)(6) for hbsag and (B)(6) for the confirmatory testing. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag confirmatory results.